Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised force sensor. Customer's blood glucose at time of incident was unknown. The customer stated that she was changing reservoir on pump and got this alarm.

Manufacturer narrative:
The insulin pump was received with all buttons unresponsive due to corroded keypad traces. Unable to verify prime alarm or perform the displacement test, prime test, rewind and basic occlusion test, occlusion test and no delivery test due to button keypad anomaly. Pump was received with loose and flush drive support disk.